Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the nozzle to be clogged with foreign matter, and the foreign matter could not be removed even if the correct reprocessing was performed due to the buckling of each channel or nozzle and the gap on the insertion section or the boot. The device failed insulation test from the distal end cover. The objective lens was chipped. The light guide bundle fiber was broken. The connecting tube had buckles. The electrical connector was deformed. There was a play on the angulation control knob. The angulations were less than standard. The device was serviced and returned to the user facility. The exact cause of the reported event cannot be conclusively determined at this time, as the investigation is still ongoing. This report will be supplemented when new and relevant information is received later.

Event description:
The user facility reported that the angulation was too large and the general bad shape of the device ¿s-shape.¿ the device has an incorrect shape or angle of bending. This was noted during preparation for use. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: products used with scope (valves, silicone tubes, etc.) Were damaged and fragments entered channel, causing the nozzle to be clogged. Grounds of the presumption: according to investigation result 1-4, the following was confirmed. Key top of sw1 had leakage. Immersion of el-connector. According to investigation result 3-3, cause of the same event was assumed. IFU states as follows: device may be damaged if physical stress is applied. Perform a leakage test and do not use the device if a leak is detected. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.